Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited increase impedance and an increase in the pacing threshold. Invasive evaluation revealed an open setscrew.